Event description:
Huge blisters on my back/the blisters are so bad/they fall right at my waist line. Look at my back as it was stinging. Not normal backache/woke up in horrible pain. It looked red (erythema). Case description: this is a spontaneous report from a contactable consumer. A female patient of unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) via an unspecified route of administration from an unspecified date for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient reported: "yesterday (on (B)(6) 2015), I wore one around my waist for approx. 6 hours. When I was getting dressed to go out I asked my husband to look at my back as it was stinging, not normal backache. He said it looked red and I brushed it off and went about my evening. Today I woke up in horrible pain and went to look in the mirror and was horrified to see huge blisters on my back. I know I used your product as directed as I said, I use it a lot. I no longer have the box but dug through the trash to get product code info off pkg. I might go to the doctor as the blisters are so bad and I do not know if I should drain them or what. They fall right at my waist line and I'm afraid anything I wear is going to rip them open!". The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
Follow-up (on (B)(6) 2015: this contactable consumer reported by way of claim letter. This female pt used thermacare heatwrap (thermacare lower back and hip) lower to extra large (l-xl). Her doctor noted that she had third degree burns on an unk date. As of (B)(6)2015, the clinical outcome of the event third degree burns was unk.

Event description:
Third degree burns. Huge blisters on my back/the blisters are so bad/they fall right at my waist line. Look at my back as it was stinging, not normal back ache/woke up in horrible pain. It looked red (erythema). Case description: this is a spontaneous report from a contactable consumer. A female pt of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back and hip) via an unspecified route of administration from an unspecified date for an unspecified indication. The pt medical history was not reported. The pt's concomitant medications were not reported. The pt reported yesterday (on (B)(6) 2015): I wore one around my waist for approx. 6 hours. When I was getting dressed to go out, I asked my husband to look at my back as it was stinging, not normal backache. He said it looked red and I brushed it off and went about my evening. Today, I woke up in horrible pain and went to look in the mirror and was horrified to see huge blisters on my back. I know I used your product as directed, as I said, I used it a lot. I no longer have the box but dug through the trash to get product code info off pkg. I might go to the doctor as the blisters are so bad and I do not know if I should drain them or what. They fall right at my waist line and I'm afraid anything I wear is going to rip them open. The outcome of the events was unk. Add'l info has been requested and will be provided as it becomes available.

Event description:
Three degree burns [burns third degree]; huge blisters on my back/ the blisters are so bad/ they fall right at my waist line [blister]; look at my back as it was stinging, not normal back ache/ woke up in horrible pain [pain]; it looked red [erythema]; burns were scabbing [scab]; four areas would probably had permanent scarring/back showed permanent scarring [scar]. Case description: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) via an unspecified route of administration from an unspecified date for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient reported: "yesterday (on (B)(6) 2015), I wore one around my waist for approx. Six hours. When I was getting dresses to go out, I ask my husband to look at my back as it was stinging, not normal backache. He said it looked red and I brushed it off and went about my evening. Today I woke up in horrible pain and went to look in the mirror and as horrified to see huge blisters on my back! I know I used your product as directed as I said, I use it a lot. I no longer have the box but dug through the trash to get product code info off pkg. I might go to the doctor as the blisters are so bad and I do not know if I should drain them or what. They fall right at my waist line and I'm afraid anything I wear is going to rip them open!" The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (13jul2015): this contactable consumer reported by way of claim letter. This female patient used thermacare heatwrap (thermacare lower back & hip) lower to extra large (l-xl). Her doctor noted that she had 3 degree burns on an unknown date. As of (B)(6) 2015, the clinical outcome of the event 3 degree burns was unknown. Follow-up (29sep2015): this contactable attorney reported by way of medical records. This (B)(6)-year-old, female patient's medical history included lumbosacral radicular syndrome, disc displacement without myel-lumb, muscle spasm, constant dull achy and occasionally sharp and burning low back pain (severity of pain was 5/10) on an unknown date. On (B)(6) 2015, the physician confirmed that she had 4 burn blisters on the lower right lumbar spine from the application of thermacare patches and one blister has burst. On (B)(6) 2015, the physician noted that the burns were scabbing and at least four areas would probably had permanent scarring. As of (B)(6) 2015, the clinical outcome of the events scabbing was unknown and scarring was not recovered. Follow up (29sep2015): this report is being submitted to amend previously reported information. Additional information was selected to signify follow up information was received. Follow-up (13oct2015): this contactable attorney reported by way of consumer claim. This female patient's back showed permanent scarring where the blisters were located.

Event description:
Three (3) degree burns [burns third degree] huge blisters on my back/ the blisters are so bad/ they fall right at my waist line [blister] look at my back as it was stinging, not normal back ache/ woke up in horrible pain [pain] it looked red [erythema] burns were scabbing [scab] four areas would probably had permanent scarring/back showed permanent scarring [scar] feeling irritated [irritability] case description: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) via an unspecified route of administration from an unspecified date for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient reported: "yesterday (on 11jul2015), I wore one around my waist for approx. Six (6) hours. When I was getting dresses to go out I ask my husband to look at my back as it was stinging, not normal backache. He said it looked red and I brushed it off and went about my evening. Today I woke up in horrible pain and went to look in the mirror and as horrified to see huge blisters on my back! I know I used your product as directed as I said, I use it a lot. I no longer have the box but dug through the trash to get product code info off pkg. I might go to the doctor as the blisters are so bad and I do not know if I should drain them or what. They fall right at my waist line and I'm afraid anything I wear is going to rip them open!" The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (13jul2015): this contactable consumer reported by way of claim letter. This female patient used thermacare heatwrap (thermacare lower back & hip) lower to extra large (l-xl). Her doctor noted that she had 3 degree burns on an unknown date. As of 13jul2015, the clinical outcome of the event 3 degree burns was unknown. Follow-up (29sep2015): this contactable attorney reported by way of medical records. This (B)(6), female patient's medical history included lumbosacral radicular syndrome, disc displacement without myel-lumb, muscle spasm, constant dull achy and occasionally sharp and burning low back pain (severity of pain was 5/10) on an unknown date. On 13jul2015, the physician confirmed that she had 4 burn blisters on the lower right lumbar spine from the application of thermacare patches and one blister has burst. On (B)(6) 2015, the physician noted that the burns were scabbing and at least four areas would probably had permanent scarring. As of 29sep2015, the clinical outcome of the events scabbing was unknown and scarring was not recovered. Follow up (29sep2015): this report is being submitted to amend previously reported information. Additional information was selected to signify follow up information was received. Follow-up (13oct2015): this contactable attorney reported by way of consumer claim. This female patient's back showed permanent scarring where the blisters were located. Follow-up (30nov2015): this contactable attorney reported by way of consumer questionnaire. This female patient purchased thermacare heatwrap (thermacare lower back & hip) in 2015 and applied as directed to lumbar region in (B)(6) 2015 for sore back. The relevant medical history included that she had pain in her lower back/lumbar/spine regions since early (B)(6) 2015. She applied the product over tank top (camie) and left the product for about 6 hours at one time in one day. It was reported that heat wrap was not heated in a microwave prior to usage and not re-heated during usage. It was reported that she checked the skin frequently while using heat wrap. After removal of the product within hours she started feeling irritated and on next day she had big blisters. As of 30nov2015, the clinical outcome of the event feeling irritated was unknown.

Event description:
Third degree burns [burns third degree]. Huge blisters on my back/ the blisters are so bad/ they fall right at my waist line [blister]. Look at my back as it was stinging, not normal back ache/ woke up in horrible pain [pain]. It looked red [erythema]. Burns were scabbing [scab]. Four areas would probably have permanent scarring [scar]. Case description: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) via an unspecified route of administration from an unspecified date for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient reported: "yesterday (on (B)(6) 2015), I wore one around my waist for approx. 6 hours. When I was getting dressed to go out, I ask my husband to look at my back as it was stinging, not normal backache. He said it looked red and I brushed it off and went about my evening. Today I woke up in horrible pain and went to look in the mirror and was horrified to see huge blisters on my back! I know I used your product as directed as I said, I use it a lot. I no longer have the box but dug through the trash to get product code info off pkg. I might go to the doctor as the blisters are so bad and I do not know if I should drain them or what. They fall right at my waist line and I'm afraid anything I wear is going to rip them open!" The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (13jul2015): this contactable consumer reported by way of claim letter. This female patient used thermacare heatwrap (thermacare lower back & hip) lower to extra large (l-xl). Her doctor noted that she had third degree burns on an unknown date. As of (B)(6) 2015, the clinical outcome of the event third degree burns was unknown. Follow-up (29sep2015): this contactable attorney reported by way of medical records. This (B)(6) female patient's medical history included lumbosacral radicular syndrome, disc displacement without myel-lumb, muscle spasm, constant dull achy and occasionally sharp and burning low back pain (severity of pain was 5/10) on an unknown date. On (B)(6) 2015, the physician confirmed that she had 4 burn blisters on the lower right lumbar spine from the application of thermacare patches and one blister has burst. On (B)(6) 2015, the physician noted that the burns were scabbing and at least four areas would probably had permanent scarring. As of (B)(6) 2015, the clinical outcome of the events scabbing was unknown and scarring was not recovered. Follow up (29sep2015): this report is being submitted to amend previously reported information. Additional information was selected to signify follow up information was received.

Event description:
A 3 degree burns [burns third degree]. A 3rd degree chemical burn [chemical injury]. Huge blisters on my back/ the blisters are so bad/ they fall right at my waist line [blister]. Look at my back as it was stinging, not normal back ache/ woke up in horrible pain [pain]. It looked red [erythema]. Burns were scabbing [scab]. Four areas would probably had permanent scarring/back showed permanent scarring [scar]. Feeling irritated [irritability]. Case description: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back and hip) via an unspecified route of administration from an unspecified date for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient reported: "yesterday (on (B)(6) 2015), I wore one around my waist for approx. 6 hours. When I was getting dresses to go out I ask my husband to look at my back as it was stinging, not normal backache. He said it looked red and I brushed it off and went about my evening. Today I woke up in horrible pain and went to look in the mirror and as horrified to see huge blisters on my back! I know I used your product as directed as I said, I use it a lot. I no longer have the box but dug through the trash to get product code info off pkg. I might go to the doctor as the blisters are so bad and I do not know if I should drain them or what. They fall right at my waist line and I'm afraid anything I wear is going to rip them open!" The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (13jul2015): this contactable consumer reported by way of claim letter. This female patient used thermacare heatwrap (thermacare lower back and hip) lower to extra large (l-xl). Her doctor noted that she had 3 degree burns on an unknown date. As of (B)(6) 2015, the clinical outcome of the event 3 degree burns was unknown. Follow-up (29sep2015): this contactable attorney reported by way of medical records. This (B)(6) female patient's medical history included lumbosacral radicular syndrome, disc displacement without myel-lumb, muscle spasm, constant dull achy and occasionally sharp and burning low back pain (severity of pain was 5/10) on an unknown date. On (B)(6) 2015, the physician confirmed that she had 4 burn blisters on the lower right lumbar spine from the application of thermacare patches and one blister has burst. On (B)(6) 2015, the physician noted that the burns were scabbing and at least four areas would probably had permanent scarring. As of 29sep2015, the clinical outcome of the events scabbing was unknown and scarring was not recovered. Follow up (29sep2015): this report is being submitted to amend previously reported information. Additional information was selected to signify follow up information was received. Follow-up (13oct2015): this contactable attorney reported by way of consumer claim. This female patient's back showed permanent scarring where the blisters were located. Follow-up (30nov2015): this contactable attorney reported by way of consumer questionnaire. This female patient purchased thermacare heatwrap (thermacare lower back and hip) in 2015 and applied as directed to lumbar region in (B)(6) 2015 for sore back. The relevant medical history included that she had pain in her lower back/lumbar/spine regions since early (B)(6) 2015. She applied the product over tank top (camie) and left the product for about 6 hours at one time in one day. It was reported that heat wrap was not heated in a microwave prior to usage and not re-heated during usage. It was reported that she checked the skin frequently while using heat wrap. After removal of the product within hours she started feeling irritated and on next day she had big blisters. As of 30nov2015, the clinical outcome of the event feeling irritated was unknown. Follow-up (10dec2015): this contactable attorney reported by way of consumer questionnaire. This female patient's skin felt irritated after using thermacare heatwrap (thermacare lower back and hip) and looked a little red and pinkish. On an unknown date, she was diagnosed with 3rd degree chemical burn. On an unknown date, she was treated with coconut oil and recommended to wear loose clothes and monitor for infection. It was reported that she done with the treatment when scarring occurred. As of 10dec2015, the clinical outcome of the event 3rd degree chemical burn was unknown.

Manufacturer narrative:
Company clinical evaluation and case comment: based on the information provided, the events blisters, pain, and erythema as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.